Manufacturer narrative:
D1, d4, g4: product identifiers are unknown h6: it is unknown if the device will be returned. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during c 5-c7 acdf procedure in a patient diagnosed with ddd. It was reported that implant was stuck on inserter and had to be removed with vice grip. This was an error in usage however the inserter did malfunction slightly. Some separation occurred between the pieces of the inserter. Additional implant was inserted with different inserter. There was no patient symptom reported. There were no further complications reported regarding the event.